Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating devices were not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimension to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a bankhart procedure, the repair part of the glenoid and labrum that had torn off the glenoid, the surgeon has fired the needle once unsuccessfully (it did not pass) and then the needle passed successfully. The case was completed and it was seen at the end of the case that the tip was gone; a post-op x-ray showed the tip is in the patient. Patient is a 57 year old female. Follow-up investigation: the ar-13995n needle was used to complete the procedure. The procedure only required a single successful pass of the needle/suture. Exactly two passes were attempted. On the first attempt the needle successfully passed but did not capture the suture. On the second attempt the suture was passed successfully and completed the necessary suture passage. The part/lot number of the mating device was not recorded. The remaining portion of the needle is being returned to arthrex for evaluation.